Event description:
Failure of occlusion alarm reported. The pump was in home care use infusing 0.9%ns at 125ml/hr via side a, and intermittent antibiotic (fortaz) delivery via side b at 50ml every 8 hours with a 0.4ml/hr kvo between doses. The patient IV access site was a dual lumen bard pheresis catheter. The lumen for the intermittent infusion was inadvertently left clamped. The device did not alarm for occlusion, and the patient reported hearing a "pop" sound and noted that the lumen of the catheter had split. The catheter was repaired with a repair kit available from the catheter MFR. The patient missed a dose of the antibiotic, but did not experience any adverse effects. No blood loss or infection occurred. The catheter was subsequently removed on 4/2/97 and therapy stopped due to patient treatment progression and improvement. No further information was available.

Manufacturer narrative:
Three sets were returned for testing. The first tubing set, list number 13585 (dual channel set) occluded on side a at 17psi and 18psi on side b. The second and third tubing sets, list #13560 were clamped at the distal end and alarmed occlusion at both rates of 1ml/h and 42ml/h. The rate was then changed to 50ml/h and the occlusion alarm occurred at 16psi on side a and 18psi on side b. Intermittent infusion tests ran on both sides without any system alarms or errors for 24 hours. Fluid spillage was found on side b in the motor frame. The set involved in the reported incident was not returned.